Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient indicated experiencing mechanical issues with an inflatable penile prosthesis (ipp). The patient alleged not even the physician could activate the device. An appointment to go over device education was scheduled however no revision had been planned. The patient did not experience any adverse events.